Event description:
Additional information was received. It was noted that during the catheter evaluation on (B)(6) 2014, the catheter appeared to be normally functioning. The clinical diagnosis was updated to unsatisfactory analgesia. No further complications were reported or anticipated.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's weight was (B)(6).

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8711, lot # n122412005, implanted: (B)(6) 2007, product type catheter.

Event description:
Additional information was received from health care provider (hcp) indicating the patient had reported worsening of back pain and stated they felt like "pump is not working." The patient does not believe the pump was working due to an increase in baseline pain. The pump was delivering dilaudid 16.0 mg/ml at 3.302 mg/day and bupivacaine 10 mg/ml at 2.064 mg/day and the indication for use was non-malignant pain. The etiology of the event was noted as possibly related to the device or therapy and not related to the implant procedure. The outcome was indicated as 'resolved without sequelae' as of (B)(6) 2014.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. On (B)(6) 2014 the patient experienced tenderness and again on (B)(6) 2014 redness, tenderness and swelling at pump pocket and catheter tract. On (B)(6) 2014 the note in the hospital chart stated the patient had worsening of back pain and felt like "pump was not working". Catheter evaluation occurred on (B)(6) 2014. On (B)(6) 2015 the patient had difficulty accessing the pump and decreased sensation in the ankles and feet. On (B)(6) 2015 the patient experienced increased pain in left hip down leg and received reprogramming to increase the flex dose on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.